Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle guide pins were bent causing the belt to not be able to plug in. The root cause for the damaged receptacle was excessive force. There were no adverse events associated with the damaged monitor.